Manufacturer narrative:
Concomitant medical products: d314drm ICD, implanted: (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead alert was received due to a spike in impedances on the right atrial (ra) lead. The lead remains in use and no patient complications have been reported as a result of this event.